Event description:
It was reported that a malfunction alarm occurred with malfunction code malf 0. There was no adverse impact to the customer¿s blood glucose level. Technical support provided the customer with instructions to reset the pump, and the issue was resolved after the reset with no recurrence of the malfunction code. The customer was advised to continue using the pump and to call back if the issue recurred.